Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2018. Corrected information: subject in event description changed from animal to patient.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture thread broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/02/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: complaint sample was received in open condition. During visual product evaluation, it was found that complaint sample suture was broken in middle, second portion of broken suture was not received. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects, but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters, and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. Minimum knot pull tensile strength test value of retain sample was found. The average knot pull tensile strength test value of the retain sample and value at release was found to meet the average tensile strength requirement. All the individual tensile strength values for retain sample were found meeting average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture thread broke. There were no adverse patient consequences reported. No additional information was provided.